Event description:
The customer reported that fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier asm cable assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.